Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, d4, d11, g4, g7, h1, h2, h3, h4, h6, h10. D11 - concomitant therapy: item#: 00882100600, power supply, elec. Dermatome, lot#: 60261693 serial#: (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome on october 23, 2019 revealed that the motor and bearings needed replaced. The calibration was out of specifications at the zero setting only. The motor speed was above specifications and the control bar was in the correct position. Product review of the electric dermatome power supply on october 18, 2019 revealed that the power switch was difficult to throw and the calibration was off. Repair of the electric dermatome was not performed as the customer is buying a new device to replace this aged one. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the power switch. The root cause of the reported event cannot be specifically determined with the provided information because a repair was not performed on the electric dermatome. The power supply was noted to be functioning as intended after the power switch was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during pm the device was found in need of repair. Equipment was noted to short-out during setup ¿ no patient involvement. Facility pulled another unit to perform procedure. Event occurred prior to surgery. No adverse events were reported as a result of this malfunction.